Event description:
It was reported that the customer passed away, and his blood glucose was unknown. It was stated that the customer had a surgery, and he had metabolic ketoacidosis. The caller stated that the customer was wearing the insulin pump until he had the surgery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.